Manufacturer narrative:
Additional information: h6:3331: device history review:device history record review found associated source lots were manufactured within established parameters and limits. Corrective and/or preventive actions are being addressed through CAPA-24-001 and this issue will continue to be tracked and trended as part of the normal device safety committee meetings and CAPA monitoring. H6:4112: laboratory analysis: inspection of the returned device identified particulates on the lens. External laboratory analysis was performed to determine the composition of the foreign materials identified on the lens. Specifically, four particles were analyzed: particle 1 and particle 4 from the lens underwent fourier transform infrared spectroscopy (ftir) analysis, while particles 1, 2, and 3 were examined using scanning electron microscopy with energy-dispersive x-ray spectroscopy (sem-edx). Particle 1 was found to be primarily composed of protein, iron rust, and calcium carbonate with trace amounts of silicon, aluminum, sulfur, zinc, manganese, phosphorus, and magnesium. Particle 2 was found to be primarily composed of iron rust and fluorocarbon with trace amounts of silicon, calcium, chromium, magnesium, aluminum, phosphorus, and sulfur. Particle 3 was found to be primarily composed of silicates with trace amounts of carbon, calcium, titanium, and iron. Particle 4 was found to be primarily composed of protein. Results were unable to conclusively identify the source of the elements identified from the sem-edx and ftir analysis claim# (B)(4).

Manufacturer narrative:
A4-a6: unk h6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vicm5 -5.00d implantable collamer lens into the patient's right eye (od) on (B)(6) 2024. The patient underwent bilateral implantation of icls. Concomitant products used intraoperatively include purified sodium hyaluronate viscoelastic and the msi injector system. Approximately 7 weeks later, toxic anterior segment syndrome (tass) was diagnosed (od only) and the lens was explanted. The information provided describes persistent inflammation. No diagnostic tests were performed. Patient management included "washing", steroid and antibiotic treatment. The patient remains under observation with the issue unresolved. In the reporter's opinion the cause of the event was unknown. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
A 3a: female. B5 - in a separate surgery the lens was replaced with a same model and length lens. D4 - (B)(4). H4 - 26-oct-2023 corrected to 23-oct-2023. H6 - health effect - impact code (f): 4644. Claim #(B)(4).

Manufacturer narrative:
B5 - the reporter indicated that following an implantable collamer lens (icl) implantation procedure, the patient experienced toxic anterior segment syndrome (tass). Toxic anterior segment syndrome (tass) was observed. The lens was explanted. Reportedly treatment was performed as "washing, steroids, antibiotics". A replacement lens of the same model and length was implanted. Reportedly, "the patient had recovered by day 83 post-op. At this time the bcva was 20/13". Cause of the event was marked as unknown. Claim #(B)(4).